Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced fluid loss in the device. A revision surgery was performed, during which the physician tested and confirmed that the cuff had a small hole in the fold, causing the fluid loss. The device was explanted. There were no patient complications.